Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthoplasty on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2012 due to patient alleged personal injuries. No further information has been provided to date. This report is based on allegations set fourth in plantiff's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (b)(60 2009. Subsequently, the patient was revised on (B)(6) 2010 due to patient alleged personal injuries. Additional information received indicates the revision procedure was performed allegedly due to acetabular cup loosening. Additional information received by patient's legal counsel reports patient alleges negative and detrimental effects to the tissues, bones, muscles and ligaments. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthoplasty on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2010 due to patient alleged personal injuries. Additional information received indicates the revision procedure was performed allegedly due to acetabular cup loosening. Additional information received by patient's legal counsel reports patient alleges negative and detrimental effects to the tissues, bones, muscles and ligaments. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records revealed the (B)(6) 2010 revision was due to pain and possible component malposition. The patient's operative report noted failure of osteointegration of the acetabular component.

Manufacturer narrative:
This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Medical records provided indicate revision was allegedly due to acetabular loosening. The cup, head and liner were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Additional information was received from the distributor indicating the reason for the revision was allegedly acetabular cup loosening.

Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2010 due to patient alleged personal injuries. Additional information received indicates the revision procedure was performed allegedly due to acetabular cup loosening. This report is based on allegations set fourth in plaintiff's complaint and the allegations contained therein are unverified.